Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, they connected the reload to the handle and squeezed the handle for checking the closure of the jaws. Then pulled the black return knob back and tried to open the jaws, however could not at all. Tried over and over again, however the status was same . It was replaced by a new cartridge and connected to handle described above, the jaws were able to open/close normally, the firing was completed with no problem. The status of the patient is no problem.